Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID 3889-28 lot# va1qtr7. Product type: lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6) , ubd: 20-apr-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they fell out of bed and had x-rays last week and they said there were 2 impingements and wires. Patient stated they went to the doctor last week because they were having issues. Patient said they were told to lay on the left side to make it feel more comfortable and they did but in their deep sleep they rolled off on their knees. Agent offered to review how to use the external devices to connect to the patient's implant and answer any technical questions the patient may have. Patient declined and said they would call back when they were ready.